Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-xs / sf foreign matter in the package seal. The following information was provided by the initial reporter: while being utilized in production, it was noted that 7 eaches of item 306553, lot 5023049 had debris visible in the syringe and syringe seal.

Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, five (5) picture samples and four (4) physical samples were received for evaluation by our quality team. Through examination of the samples, brown staining was observed on the blister packaging. A device history record review was completed for provided material number 306553 and lot number 5023049. The review revealed two (2) non-conformances during the production process for foreign matter. The foreign matter was related to brown staining on the xs packaging from the sterilizer. Product was held, sampled, and released based on passing the sampling procedures. The brownish spots on the packaging can occur during the steam sterilization process. This is a cosmetic defect only and the integrity of the product and the sterile barriers is not affected. Furthermore, microbial permeability testing, cytotoxicity testing, and testing for residual solvents and volatile species has been completed on packages displaying the brownish stain. The testing confirmed that they do not present any risk to the use of the product and have no impact on the effectiveness, sterility, quality or safety of bd posiflush¿ 10 ml saline flush syringe.